Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate high results of "between 90 and 110 mg/dl" on the subject meter compared to "between 70 and 80 mg/dl" on another, unspecified meter. No timeframe was provided by the reporter. This complaint is being reported because the reported results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.